Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error 42 issue was verified, but the unexpected reset and the battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer will continue to use current pump. It was also reported that the battery gauge was fluctuating and that the customer received a continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 269 mg/dl.